Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. A review of the event history log did not identify any system error 345 alarms.the device was found to be within specifications.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.